Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Physical resistance during attempts to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The product was not returned which may have assisted in the evaluation. Based on the provided information, the reported physical resistance appears to be related to the tortuous and calcified lesion. Reportedly, a dissection occurred after implant of the xience v stent. It should be noted that the xience v instructions for use (IFU) lists dissection as a known adverse event associated with coronary stenting procedures. The IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this instance, another stent was implanted to treat the dissection. Although a conclusive cause for the reported patient effects and the relationship, if any, to the product or procedure could not be determined, the reported physical resistance appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. Pre-dilatation was performed. Resistance was noted in the lesion during advancement of the xience v, and after deployment, a proximal dissection was observed. A non-abbott stent was used to treat the dissection. No adverse patient effects were reported. No additional information was provided.